Manufacturer narrative:
A review of tickets for lot 91001m800 found no additional complaints, and no trends were identified for similar issues. Return testing was not completed as returns were not available. Historical performance in the field of lot 91001m800 using world wide data through abbottlink was evaluated. The patient data was analyzed and compared to an established control limit. This investigation indicated that the patient median result for lot 91001m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Use error may have contributed to the customer's falsely elevated results since the complaint text indicates retest gave the expected result indicating possible sample integrity/handling issue. Based on the investigation no product deficiency was identified for the architectca 19-9xr, lot 91001m800.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported falsely elevated architect ca19-9 results on one patient. The results provided were: sid (B)(6) = 476.95 @3:30 am / @10:59 = 8.36. There was no reported impact to patient management.